Manufacturer narrative:
(B)(4). The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump had a corroded motor home switch. Analysis was unable to perform the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was submerged in pool water. The patient's blood glucose at the time of incident was 117 mg/dl. During troubleshooting the customer stated that the device was not bumped or dropped. There were no cracks on the device either. However, the insulin pump continuously alarmed; the alarm only stopped when the battery was removed from the device. The insulin pump was returned for analysis.